Event description:
The pt had been a non-user for several years. When pt resumed device use they were unable to hear on many electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.